Manufacturer narrative:
Samples have been returned for evaluation, however the investigation into this event is on-going. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
Hospital reported visualizing air bubbles with a navilyst medical high pressure contrast injection line with male rotating adaptor during a procedure. They believed that the air bubbles were coming from the rotating adaptor. There was no air injection or pt injury. The used device was discarded at the hospital, however they returned an unused device from the same lot.